Event description:
Boston scientific crm received info that this atrial lead dislodged. An attempted revision was done and the physician could not get the lead to fixate. At this time, the lead was removed and the atrium will not be used at this time. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary. Dates provided by boston scientific. Despite the complaint description, the date of explant was not provided.